Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic due to patient notifier alert for low impedance measurements. Suspected lead damage. The low measurement was not reproducible with manual testing. The physician opted to monitor the patient.